Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a trial patient was admitted to hospital due to an infection. The patient was given IV antibiotics and the leads were explanted. There was no report of further complication.